Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A port issue was reported with the use of the adc freestyle libre 2 reader. A customer reported that when the ketones test strip is inserted into the reader, a message of ¿blood sample instead of ketones¿ was received therefore, was unable to obtain scans. The customer experienced unspecified symptoms of hyperglycemia and was unable to self-treat. The customer had contact with a healthcare professional who administered insulin (dose/type unknown) as a treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A port issue was reported with the use of the adc freestyle libre 2 reader. A customer reported that when the ketones test strip is inserted into the reader, a message of ¿blood sample instead of ketones¿ was received therefore, was unable to obtain scans. The customer experienced unspecified symptoms of hyperglycemia and was unable to self-treat. The customer had contact with a healthcare professional who administered insulin (dose/type unknown) as a treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader mbma015-j2684 has been returned and investigated. Visual inspection has been performed and no issues were observed. The returned reader was powered on with a button press, and with retained strip insertion. No port issues were observed. Therefore this issue is not confirmed. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.